Manufacturer narrative:
Zoll medical corporation evaluated the data file and the device performed to specification. Review of the device data file determined CPR was being performed during the analysis resulting in a shock advised. The users are trained to stop CPR during analysis and the device will also issue an audio & visual prompt. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient with vital signs absent, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician dumped the energy and did not shock the patient. Complainant indicated that the patient subsequently expired.